Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Event 2 of 2 (manual testing). Customer contacted tsc to report a false negative reaction on vision analyzer of selectogen lot vs275 in mts anti-igg card with patient positive for anti-fya and anti-big c. Issue started on: (B)(6) 2020, reported (B)(6) 2020. Microtubes/wells or cell (donor #) affected: selectogen cell 1 and 2. Reaction grade obtained: negative. Customer was expecting: positive for fya and big c (both cells positive). Test repeated: yes, manually. Method/result obtained by repeating: negative. Sample ID: not provided. Number of samples affected? One patient. Was qc affected? No. Was any expired product used? No. When was the last successful qc run? (B)(6) 2020. Transfusion history: transfused fya and big c negative unit on (B)(6) 2020. Donor information (relevant if issue occurred post-transfusion): not provided. Unit fya and big c negative. Number of blood unit transfused: one. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: upright. Rbc storage and handling: as per IFU. Visual appearance before use: acceptable. Was the vial freshly opened? No. Other relevant information: 0.8% selectogen qcd daily prior to use. Actions already performed by customer: customer had a pre-transfusion sample from (B)(6) 2020, that was sent to reference lab for further workup (customer suspected other low incidence antibodies as well as panel was not clear). Panel lots utilized resolve panel a and resolve panel b current sample was not tested against panels. Older pretransfusion sample was also repeated against 0.8% selectogen lot vs275 and both cell 1 and 2 were weakly positive. Customer unable to antigen type reagents or sample.